Manufacturer narrative:
The customer stated that a new sleeve of testpaks from the same lot was used and there have been no further false positives. The instrument is operational. The message logs are not available to be returned, therefore no investigation is possible. The root cause is unable to be determined. A review of complaints for lot 239105002 was conducted. No other complaints have been received regarding discrepant results.

Event description:
The customer reported false positive troponin results on the stratus cs. There is no report of injury due to this event.